Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Sensors failed for low readings.

Event description:
It was reported the customer's sensor had stopped calibrating. The customer's blood glucose was 270 mg/dl. She stated she had corrected her blood glucose with a bolus delivery. It was also found a bad sensor alarm had occurred after two consecutive calibration errors. Customer was advised to remove and change out their sensor. No additional information provided.